Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: autoimmune reaction, capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: outcomes of implant removal and capsulectomy for breast implant illness in 248 patients. Pmcid: (B)(4) doi: 10.1097/gox.0000000000003813 it was reported that 32 patients who underwent cosmetic surgery with silicone mentor implants suffered unexplained systemic symptoms which included arthritis, chronic inflammatory response syndrome, lupus, sjogren¿s syndrome, raynaud¿s syndrome, graves diseases, hashimoto¿s thyroiditis, scleroderma, multiple sclerosis, ulcerative colitis, crohn¿s disease, anxiety, history of panic attacks, depression, suicidal, ideation, fibromyalgia 17, irritable bowel syndrome, mild anemia, moderate anemia, leukopenia, elevated alkaline phosphatase. It was also reported that patients have developed capsular contracture (bg - I-IV), (number of patients with capsular contracture, in the mentor group, is unknown). It was also reported that patients have experienced breast implant rupture, (number of patients with rupture, in the mentor group, is unknown). As a result, all patients underwent explant surgery. It was reported that 71 patients who underwent cosmetic surgery with saline mentor implants suffered unexplained systemic symptoms which included arthritis, chronic inflammatory response syndrome, lupus, sjogren¿s syndrome, raynaud¿s syndrome, graves diseases, hashimoto¿s thyroiditis, scleroderma, multiple sclerosis, ulcerative colitis, crohn¿s disease, anxiety, history of panic attacks, depression, suicidal, ideation, fibromyalgia 17, irritable bowel syndrome, mild anemia, moderate anemia, leukopenia, elevated alkaline phosphatase. It was also reported that patients have developed capsular contracture (bg - I-IV) (number of patients with capsular contracture, in the mentor group, is unknown). As a result, all patients underwent explant surgery. The author of the article also noted that there were six major complications, which consisted of one pneumothorax that required hospital admission for observation, three breast hematomas that required evacuation in the odds ratio (or), and two deep vein thromboses that were managed with anticoagulation and minor complications consisted of five delayed seromas and three liquified hematomas which were treated by aspiration. Three patients who underwent simultaneous mastopexies had a suture infection which was treated with antibiotics. Per the article analysis performed it is reasonable to assume that all these complications related to post-operative period after explant surgery and not related to breast implants. Objective/methods/study data: the goal of the study: characterize the presenting symptomatology, postoperative outcomes, patient satisfaction, and capsular findings of a population of patients who self-identified as having bii and proceeded to undergo removal of their implants combined with excision of the associated implant capsule. Methods: the study retrospectively reviewed the demographics, presenting symptoms, outcomes, capsular histology, and culture results of all women who presented to the senior author with symptoms attributed to bii and underwent breast implant removal with capsulectomy from august 2016 to february 2020. This report is for the 71 patients implanted with mentor saline breast implants. Refer to manufacture report number 1645337-2022-08951 for the report for the 32 patients implanted with mentor silicone breast implants.